Manufacturer narrative:
The product complaint analysis team has completed its investigation of device which was returned to co with product inquiry #973343. Visual inspections & results: batch number, n/a; cartridge pan in place/condition, n/a; condition of drivers, n/a; lockout tabs on pan condition, n/a and position/condition of wedge sleds, n/a. Functional tests & results: condition of clamp first lockout, good; condition of clamping mechanism, good; condition of firing mechansim, good; condition of knife, good; condition of wedge bands, good; is hyper lockout condition present, no and result of attempted firing, good. Analysis conclusion: based upon inquiry info received, visual examination, and functional testing, no conclusion could be reached as to why instrument reportedly "jammed" during surgery. Instrument was returned in good physical condition. Instrument was cycled, fired, cut, and formed staples within design specification. Instrument was disassembled to examine internal components and no deformation could be identified. It was concluded that instrument was fully functional and conforming to design specifications. Experience surgeon reported could not be repeated. Each instrument is evaluated during assembly process to ensure it functions properly. Co strives to understand each incident as it occurs in order to continuoulsy improve co's products.

Event description:
It was reported the device was used during an unk procedure. It was reported by the affiliate that the device jammed. There was no pt consequence.